Manufacturer narrative:
(B)(4). (B)(6) device complaints were managed handled by cardinal health under a transitional service agreement from (B)(6) 2009 until (B)(6) 2011. In retrospective review by carefusion representatives, it was determined that this event necessitates submission as an MDR in adherence with 21 code of federal regulation part 803. Root cause: user error - use of the incorrect light cable size, product labeling states that the device is for use with a 3.5mm fiber-optic cable only. Historical corrective action summary: in (B)(6) 2009, every customer with record of purchase of the subject device from (B)(6) 2007 - (B)(6) 2009 was provided with a marketing bulletin concerning the proper care, handling and use of these devices, particularly the need to use the device with a 3.55mm sized cable only. In addition, each customer was provided with a supplemental instructions for use (IFU). In (B)(6) 2009, a training program was administered to all sales representatives of the company engaged in selling these devices to enable appropriate customer support and in-service, as appropriate. Creation of a supplemental IFU for inclusion in the device labeling beginning in (B)(6) 2009, followed by a fully updated and six language translated IFU issued in (B)(6) 2009. These ifus were updated to include a warning statement to ensure the use of the proper 3.5mm fiber optic cable with the device and included several caution statements highlighting the proper use and care of the device. Evaluation of the device received did not find any abnormalities. The device was manufactured in (B)(6) 2002. A review of the device history record did not indicate any issues that would have contributed to the reported issue. The original order to this customer could not be traced, but the last activity for this lot number was shipped from our facility on (B)(6) 2002. Visual examination noted that the device had dried or baked on debris on both ends of the fiber optic bundles and the light output did not appear to be as bright. This is not considered to be a premature failure as the device is (B)(6). Warranty for this device is 1 year.

Event description:
Where the light cord attaches to the retractor, it got really hot and the instrument was placed on the patient's chest and the patient was burned. Additional information obtained on (B)(6) 2010 by cardinal health is as follows: the surgeon decided the patient did not need treatment for the burn. Cardinal health informed the customer that she was using the wrong size cable for the retractor she is using. The customer stated the (B)(6) sales representative had just called her and explained which cable should be used with her retractor. She further stated there were no medical or surgical intervention and no untoward effects to the patient.